Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test and was unable to prime during the prime test due to a protruded and loose drive support disk. The insulin pump had a cracked case at the display window corner, scratched reservoir tube window, cracked reservoir tube lip and minor scratches on the display window.

Event description:
It was reported the customer had a compromised force sensor system alarm during the prime/fill process. Customer also reported the motor could not detect the reservoir. The customer also stated they were stuck in the prime/fill process. Customer's blood glucose was 11 mmol/l. Customer's insulin pump will be replaced. No additional information.